Event description:
It was reported that the pump was hot to touch. Reportedly, the pump was charging during the event. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.